Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the pump trace download. The pump was received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. Customer had also received a power loss alarm and a blank display which was resolved. Blood glucose level at the time of the incident was 385 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump was returned for analysis.